Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock had rotational and lateral movement and a residue buildup was present. To resolve all issues, general maintenance and cleaning was performed and new components added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. There was movement in the lock and the unit required replacement of worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was loose and unstable. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.